Event description:
The manufacturer received information alleging a trilogy ev300 device failed the active exhalation verification, pilot difference and fio2 pre-test prior to a field corrective action or field change order (fco) being implemented. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy ev300 device by the field service engineer (fse) the customer's complaint was confirmed. The fse replaced the device's 3-way solenoid valve and proportional valve aecm to address the issue. Additionally, the fse replaced fio2 housing and fio2 tubing to remedy the failed fio2 sensor receptacle verification energized proximal pressure test. The unit passed final test after repair. Current software version 1.05.10.